Manufacturer narrative:
Submit date: 03/14/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 3/10/2016 that a customer had an issue with a dialysis catheter. The customer reports a leak in the y junction. The catheter placement was for 2 years ago. The date of the incident was on (B)(6) 2015. The catheter was removed on (B)(6) 2015. The patient did not have any injuries as a result. The dwell time of the catheter in the patient was 2 years.

Manufacturer narrative:
An investigation was performed. This complaint has not been confirmed. The complaint sample was not returned to the manufacturing site for review. The lot number was not provided, therefore a DHR review could not perform. All DHR are reviewed for accuracy prior to product release. Since the sample was not returned, there is no enough evidence to determine what could cause this event. However the pfmea and dfmea were reviewed in order to identify the possible root causes for the failure bifurcate-leaking. The following potential causes were identified in the pfmea / dfmea or in addition to this document: machine malfunction, inspection failed or not performed, improper materials selected, user misuse, defective material. However without the sample it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. A formal corrective and preventative action has been opened for this issue. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing activities. In addition, as a preventive action for manufacturing site operations, a monthly complaints report is sent to focus factory personnel, summarizing the latest events reported by the customer.